Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (576 mg/dl). The customer delivered a correction bolus to treat the bg. The customer reset the pump and resumed insulin delivery successfully.